Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745 s/n : (B)(6) product type: controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller was not turning on and they reset the controller and unplugged/plugged the ac power but issue didn't resolve. The issue began today. During the call patient removed the battery and confirmed green light displayed on the ac power. Patient plugged the ac power but controller didn't power on. Patient had to disconnect the call and would call back because they were on the airplane and traveling. Patient hadn't used the implant in 30 days because they didn't need to use it and didn't have a lot of pain. Patient only used the implant if they were walking a lot. Patient was getting 'triggerpoint' injections in the muscles every 3 months and patient also got nerve ablation or 'crp' or something like that in those areas.